Manufacturer narrative:
Event description: as reported, the basket of an ngage nitinol stone extractor could not completely close during a retrograde intrarenal surgery. The device was inserted via a cook flexor ureteral sheath to retrieve stones. As the stones were too large to be retrieved through the sheath, the ngage extractor was removed to be exchanged for a laser. During removal, the basket could not be completely closed. The extractor was removed from the patient, and a new extractor was used to retrieve the remaining stones. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control data. One ngage nitinol stone extractor was returned without packaging or labeling for investigation. Inspection of the returned device noted: the basket was protruding from the basket sheath, but was not open. The mlla [male luer lock adapter] was tight. The collet knob was overly tightened. There was a significant bow in the orange support sheath. A functional test determined the handle did not actuate basket formation. The handle was disassembled during investigation. The basket formation could not be manually actuated. Was unable to recreate the failure mode as the basket did not function at all. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are 100% verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: suggested handling instructions for extractors and forceps important: excessive force could damage device. The returned device was found to have a basket that was not fully closed. The basket could not be opened or closed any further. The orange support sheath was bowed, preventing the basket assembly from moving freely within the basket sheath. The cause for the damage was unknown. Excessive force may have been inadvertently applied to the device, however no information was known regarding device handling, therefore the cause of the issue could not be conclusively determined. The risk documentation procedures were reviewed and it was determined that no actions are required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Name and address- postal code: (B)(6); phone: (B)(6). PMA/510(k) #- exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, the basket of an ngage nitinol stone extractor could not completely close during a retrograde intrarenal surgery. The device was inserted via a cook flexor ureteral sheath to retrieve stones. As the stones were too large to be retrieved through the sheath, the ngage extractor was removed to be exchanged for a laser. During removal, the basket could not be completely closed. The extractor was removed from the patient, and a new extractor was used to retrieve the remaining stones. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.